Event description:
It was reported to boston scientific corporation that during a flexible ureteroscopy procedure, the amplatz guidewire unraveled inside the patient. The procedure was completed with another of the same device, with no complications to the patient.

Manufacturer narrative:
A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned amplatz guidewire revealed that the device was fractured on the distal end. After external analysis,the device appears to have been in contact with a sharp or metal object, as the failure presented a helical shape, characteristic of torsional movement. Additionally, the coating had peeled along the wire and the coiling of the guidewire was elongated and unraveled. Therefore, operational context contributed to this event. (B)(6).